Event description:
Consumer complaint of "lo" blood result. Expected blood glucose results fasting range from 90 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing results to meter at doctor's office and received "lo" with trueresult meter and 104 mg/dl with doctor's meter. Blood test performed during call not fasting ((B)(6) 2015) with result of 108 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set correctly) : memory 1: 75mg/dl; 03/18/2015; 05:58am, memory 2: 70mg/dl; 03/18/2015; 05:57am, memory 3: 79mg/dl; 03/18/2015; 05:56am, memory 4: 138mg/dl; 03/18/2015; 05:38am, memory 5: "lo"; 03/17/2015; 05:40am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.